Event description:
Information was received indicating that cadd legacy 1 pump displayed error code 1871. It's unclear if this particular pump involved a patient; however, it was confirmed that the pump's malfunction did not cause patient injury.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint of alarm 1871 was confirmed upon power up but not during testing. It was recommended after reviewing event log and power up process that the motor be replaced, so action was taken to replace the motor. Unknown cause of event and device passed all functional testing.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 .